Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported patient end needle break during use and he removed needle fragment from his stomach using a pair of needle nose pliers. Consumer did not seek medical attention.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-07. H6: investigation summary : customer returned a single used 4mm, 32 gauge nano pen needle. The cannula of the pen needle has broken off from the base of the patient end. This may have occurred if higher than expected amounts of force were applied to the cannula during use. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the needle fracturing the root cause of the pen needle cannula fracturing appears to be higher than expected forces applied to the cannula during use.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported patient end needle break during use and he removed needle fragment from his stomach using a pair of needle nose pliers. Consumer did not seek medical attention.